Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: on investigation, the audio level was evaluated and found to be sounding within the required specifications. The pump was exercised for 24 hours without incident. The audio function was intact and operating as expected. The pump was opened for investigation and did not reveal any damage, defect or contamination of the audio unit. The pump was returned with all audio settings set to ¿low¿ with the exception of the alarm for the audio/normal bolus alert, which was set to ¿off¿. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.